Event description:
General report received of an unspecified number of undocumented incidents of no flow. The solusets were being used to deliver unspecified medications. After unspecified lengths of time in use, the solusets emptied. The customer contact reported when the solusets were refilled, the float valves were reported to be "forming a vacuum" and remained closed. It was reported that after the clinicians tilted the solusets to the side and squeezed the drip chambers, the float valves opened and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. The lot numbers of the devices that were in use are unknown. A representative device from lot number 701155h was received. Investigation is not complete.